Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep totally extraperitoneal. According to the reporter, the surgeon was performing a bi-lateral laparoscopic tep. The surgeon had put the structural balloon port into the umbilical area and was about to insufflate the patient. The gas insufflation tubing wouldn't lock onto the gas insufflation port and just kept twisting around. The blue part would not depress and the surgeon was unable to insufflate the patient. The surgeon tried to make it work for a long time before opening 2nd structural balloon and the same thing happened again. The gas machine was saying that it was blocked. The surgeon was in the middle of a bilateral operation and managed to slightly insufflate the patient by using another device (which was too long) which proved the gas machine was working correctly. The surgeon struggled to perform one of the hernia procedures and then had to abandon the opposite side. The operation was expected to take 30 mins and this took 1.5 hrs. There was no unanticipated tissue loss/damage, no extension of the incision and no excessive blood loss. The patient will require additional surgery to repair the second hernia.

Manufacturer narrative:
(B)(4).